Manufacturer narrative:
Integra has completed their internal investigation on 22 jul 2016. The product was not returned for evaluation and no device is available for investigation, thus the complaint is unverifiable. The device history records review of lot 0194272 did not reveal any anomaly: the batch was manufactured in march 2016 and included (B)(4) products. No similar complaint was received for a product from this batch. Upon review of integra¿s complaint system from january 2013 ¿ june 27, 2016, a total of five (5) similar complaints (including this one) for the neuroballoon catheter have been reported. The distribution is as follows: zero (0) in 2013 and in 2014 , three (3) in 2015 and two (2) in 2016 (from the same hospital). No trend is observed. The complaint was verified for 3 cases. Approximately (B)(4) neuroballoon catheters have been sold from january 1, 2013 to june 20, 2016, resulting in an occurrence rate of verified complaints of (B)(4). Conclusion: the neuroballoon catheter inflated normally during the test prior to use at the hospital. Without actual product to investigate, the exact root cause of the reported neuroballoon catheter burst could not be determined.

Event description:
A report was received that on (B)(6) 2016 while using the 7cbd10 balloon catheter on (B)(6) 2016 for an emergent endoscopic third ventriculostomy, the balloon of the catheter popped while inflating inside a patient's brain. The balloon dilation stopped and was observed to return to its non-dilated size. The catheter was immediately removed. The catheter was tested prior to endoscopic use by the surgeon and was noted to function normally. The surgeon had checked that there was no harm done to the patient. No foreign material from the balloon was found inside the brain/surgical site during the exploration by the surgeon. Another balloon catheter was used to complete the operation. Unfortunately, the staff did not keep the tip of the balloon catheter due to infection risk and thus it could not be sent back for further evaluation.